Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via manufacture representative (rep) on (B)(6) reported the cause of the shocking was the rate was decreased and the patient no longer felt abdominal pain. It was noted the shocked had resolved. It was reported it was unknown when the patient first started experiencing the shocking. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was seen on (B)(6) for a follow-up. Patient reported sitting in a metal chair and was shocked by his device. Patient reported he felt shocking and pain in his rlq of his abdomen. X-rays were taken and leads were unchanged from implant. The rep reprogrammed to pull shocking out of stomach. No further complications were reported/anticipated.